Event description:
A customer contacted backman coulter regarding an elevated accu tnl result from a single pt that was generated by the access instrument. The elevated accu tnl result was 3.00ng/ml the result was not reported out of the lab. The original pt sample was re-tested for accu tnl on another instrument in the customer's lab. The accu tnl result from the another instrument was 0.30ng/ml. The result was reported out of the lab. The customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.